Event description:
It was reported that rv lead noise was observed via remote care. Fluoro images suggested that the rv lead was not properly connected to the header. The connection was revised and noise was still present. Further inspection indicated that the pace/sense portion of the lead had an insulation break on the pace/sense portion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.